Event description:
They try to put the stent into the guide wire but they found the stent is kink, so they use another new device.

Manufacturer narrative:
Device evaluation: the zebd-7-7device of lot number c1651443 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 06 march 2020. On evaluation of the device, kinks were observed on the 02nd and 05th portholes on the tapered end of the stent. A 0.035" wire guide could not pass the kinks. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1651443 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1651443. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to kinking of the stent as it was straightened with the pigtail straightener. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
This event is currently under investigation and a follow up report will be submitted upon completion.

Event description:
They try to put the stent into the guide wire but they found the stent is kink, so they use another new device.